Event description:
It was reported that following the implant of an ams800 artificial urinary sphincter device, the patient experienced a swollen leg because the balloon was pressing against the iliac vein. The balloon was removed and replaced with another 61cm balloon on (B)(6) 2018.

Event description:
It was reported that following the implant of an ams800 artificial urinary sphincter device, the patient experienced a swollen leg because the balloon was pressing against the iliac vein. The balloon was removed and replaced with another 61cm balloon on (B)(6) 2018. The patient was doing fine.

Event description:
It was reported that following the implant of an ams800 artificial urinary sphincter device, the patient experienced a swollen leg because the balloon was pressing against the iliac vein. The balloon was removed and replaced with another 61cm balloon on (B)(6) 2018. The patient was doing fine.